Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed motor test. No motor error alarm was noted. The low reservoir alarm functioned properly during test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that she was unable to clear the alarm. Customer was changing their set and went to fill their tubing when the alarm occurred. Customer's blood glucose level was either 89 or 90 mg/dl before the alarm. Customer also had a low reservoir alarm. Customer went to change the set. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was assisted with retrieving her pump settings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.